Event description:
The hcp reported the patient was experiencing confusion, hallucinations, and having increased mild spasticity. The next day, the patient developed respiratory distress and depression requiring intubation and ICU care. The patient's itb dose had been decreased at the time of the pump replacement. The intrathecal baclofen was increased as the patient was already on oral baclofen and valium. The patient was also given dilantin, but never had a seizure. The increase in the pump dose improved the patient condition and spasticity. The patient is still intubated for pulmonary reasons. Their neuro status is improving.